Event description:
Caller reported a cgm error related to the sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully started their sensor session without encountering further issues.